Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n252894015, implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that a dye study was performed because the patient was reporting loss of therapy. The healthcare provider wanted to make sure the pump did not flip and or there weren't any problems with the catheter. The company representative was not informed as to why this happened in regards to if any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they saw on x-ray that the pump was not flipped. They were able to access the cap (catheter access port) but were unable to aspirate the catheter. The actions and interventions taken to resolve the issue was that at the end of the dye study it was determined by the physician and a healthcare provider who works under the phycian that manages the pump that they were going to contact the surgeon who would be revising the catheter to schedule surgery. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information for the event. Surgical intervention did not occur but was planned and it was unknown if it had been scheduled. The patient status was noted as alive, no injury and no further complications were reported.